Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head and acetabular cup showed evidence of wear. The taper adapter also showed evidence of fretting root cause of the event was most likely attributed to third party debris, joint laxity, subluxation and/or sub-optimal positioning; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." Number 6 states, "improper preoperative or intra-operative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture, and/or excessive wear."

Manufacturer narrative:
This follow-up report is being filed to correct information.this report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2015-04167 & 00203 /00204).

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of birth - month and day unknown. Date of event - unknown. Device info - lot and expiration date unknown. Date explanted - unknown. Initial reporter - unknown. Manufacture date ¿ unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on an unknown date due to unknown reasons.